Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states the crossbrace is broken, bottom right to top left and the upholstery is bad from usage. Update 8/10/15 3:54 pm - dealer states that where the pivot link attaches has broken in half.